Event description:
Consumer stated "cord caught fire. Switch made popping noise and then flames came out." She further stated "very careful with the cord, but lays on pad." Product was returned for investigation. An investigation was done into the customers complaint, and the inspector found that there was a small cut in the cord near the switch. Cord breakage usually occurs when the cord is repeatedly over bent near the switch, which is a direct result of consumer misuse of the product. The pad also had bent metal clips, the thermostats were bent and discolored, and the pad was bunched. These are all defects that are seen in pads that have been either folded or laid on while in use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds." Based on the bce review of feedbacks, bce did not observe a similar issue within the lot. Bce conducts a 100% in-process inspection and a statistical final inspection. The cord cut would have been caught if it existed before the product left the facility.